Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the physician performed diagnostic testing and the patient's ((B)(6)) ipg revealed zero impedance measurements on all contacts. In turn, the patient underwent surgical intervention to explant and replace the ipg which resolved the issue. The date of event is unknown at this time.